Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer has been having issues with her pump. The customer stated insulin shoots out and pump is alarming. The customer's blood glucose was unknown. The customer stated the drive support cap was sticking out. The customer noticed it was not connected. The customer was advised a replacement pump will be provided.